Event description:
Hill-rom received a report from the account stating that the pt had a pre-existing stage four wound that was closed and now has reopened on the sacrum. The account also reported two new stage three wounds on the left and right ischia. The pt complained that the mattress was too hard. (B)(4).

Manufacturer narrative:
The hill-rom technician found error codes in the log but could not duplicate or find any issue with the bed. He tested the blower output and inspected the mattress and hose for tears, rips, and kinks and could not find any issues. He calibrated the air sys to clear the log and ease the pts concerns. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the account performs preventative maintenance on their bed. The reported injury is serious in nature per FDA definition. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positons need to minimize the risk of pressure on vulnerable areas.